Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient seeking legal action. Pfs and medical records received. Patient alleges a loss of range of motion and pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes al1yl4, bj3f81, 2354566, and 2363351. A search of the complaint database search finds additional reported incidents against lot codes 2380303 and bl6c54 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. A review of the provided medical records did not reveal any related manufacturing errors. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient seeking legal action. Pfs and medical records received. Patient alleges a loss of range of motion and pain. Update: 2/27/2013 - litigation papers received. It is alleged that the patient suffers from pain, discomfort, soreness, difficulty with daily living activities, and toxic cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone.

Manufacturer narrative:
(B)(4).

Event description:
Ppf and medical records received. In addition to what was previously alleges. Ppf alleges metal wear and metallosis confirmed in medical records. After review of medical records for MDR reportability, the patient was revised to address left hip failed metal on metal articulation. There is no lab result provided. Doi: (B)(6) 2007: dor: (B)(6) 2011; left hip.